Event description:
A false low advia centaur xp bnp auto dilution result was obtained by the customer and considered discordant when compared to a repeat manually diluted test result. There was no report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur xp bnp assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the discordant result. The customer reported that they had performed additional testing on other patient samples that resulted > 5000 pg/ml and the auto dilution results were acceptable. All other patient and qc test results that were repeated agreed with the initial test results (data not provided). No conclusion can be drawn. The instruction for use (IFU) limitation section states: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2011-00093 on 03/09/2012. Internal studies have confirmed a decrease in onboard recovery when using multi-diluent 1 that have been stored on board the advia centaur and advia centaur xp systems. As a result, an urgent device recall notice no. (B)(4)/ urgent field safety notice no. (B)(4) was issued to siemens customers (B)(6) 2012.